Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the small battery drive device control unit did not function, the electronic control unit (ecu) was faulty, the motor was jammed, the triggers were jammed and the gear sleeve with shaft was worn off. It was further determined that the device failed the following pre-tests for check the triggers and ecu function, check switching function, check the oscillation angle and check the off/osc/on switch mode function. It was reported in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.